Event description:
A report was received that stated while the device was being tested, the smell of smoke was noted. The device was not in service at the time. The bio-med visually examined the device and could not find evidence of overheating and or damage. There was no patient involvement.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.